Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned; therefore, the investigation was limited. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause could not be determined as no photos and samples returned for investigation. If the sample are received in the future, the complaint will be re-opened and re-investigated. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. The complaint will continue to be tracked and monitored.

Event description:
It was reported that a "wet black spot" was found in the syringe 1ml ls 25ga 5/8in chin graphics needle before use when the packaging was opened. The following information was provided by the initial reporter, translated from (B)(6) to english: "the medical staff gave the medicine to the patient with disposable sterile syringes as instructed by the doctor. On (B)(6), 2020, according to the doctor's advice, the patient was treated with medicine. After routine check whether the outer package was damaged, the package was opened and found a wet black spot in the empty needle. There was a possibility of infection. Immediately replaced the disposable sterile syringe, the patient successfully completed the treatment."